Manufacturer narrative:
The measuring cell was exchanged on (B)(6) 2025. A general reagent issue can be excluded since the qc was within the ranges on the day of the event. The field service engineer performed a liquid flow cleaning. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event was consistent with a non-optimal customer instrument maintenance.

Manufacturer narrative:
The tacrolimus reagent expiration date was not provided. The cobas e 801 module serial number was (B)(6) the qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 6 patients' samples tested with elecsys tacrolimus assay on a cobas e 801 module. Sample 1: initial result: >40 ug/l. Repeat result: 11.3 ug/l. Sample 2: initial result: >40 ug/l. Repeat result: 10.7 ug/l. Sample 3: initial result: >40 ug/l. Repeat result: 10.1 ug/l. Sample 4: initial result: >40 ug/l. Repeat result: 11.6 ug/l. Sample 5: initial result: >40 ug/l. Repeat result: 12.8 ug/l. Sample 6: initial result: >40 ug/l. Repeat result: 15.7 ug/l. The physician questioned the initial results and requested that the samples be repeated. The repeat results were deemed to be correct.